Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2015 at approximately 8:45pm when she obtained a blood glucose result of 577mg/dl compared to a result of 60mg/dl obtained using a hospital meter, taken more than 30 minutes apart. Comparison of measurements performed more than 30 minutes apart is an invalid accuracy comparison. The patient manages her diabetes using insulin (no adjustments) and reportedly continued with her usual dose (humalog 100 units and humulin 70/30) after the alleged issue began. The patient stated that she developed symptoms of weak, clammy and sweating approximately 15-20 minutes before the alleged issue began. The patient reportedly received hcp treatment of food and/or drink on (B)(6) 2015 in response to the reported issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter, the patient was using an approved sample site when testing and the test strips were not expired. Replacement products were sent to the patient. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged inaccurate subject meter results did not affect treatment options prior to the onset of these symptoms.